Event description:
Report received that high impedance was observed on a patient's device. This was identified through a periodic review of the manufacturer's internal programming history database. No surgical intervention has occurred to date. No additional relevant information has been received to date.